Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a revision. This revision was to move the lead down the lead was too cephalad. The manufacturer representative wanted to know how to disable the sensor, move the lead, and then start fresh again. It was noted they may replace the lead, the function was okay, only the location. The patient had the lead removed, it was way too high. They tried lower it to level 8 but the patient still complained of feeling twinges of stimulation in ribs. So they give him two different leads. They were able to program to meet the patient¿s needs. One was programed slightly lower than the other and that gave the patient good coverage. The patient was doing well, the leads had good impedances.